Event description:
During a routine shift check, the device powered down while attempting to deliver a third shock and after turning the switch off and resovled the problem. There was no pt involvement.